Event description:
Information was received from (B)(6) that the ventricular assist device (vad) nurse reported via phone that the "patient fell unconscious. Vad nurse reported that the wife called the emergency doctor." The patient expired. Additionally it was reported that with the information given by the hospital "it seems that the patient developed a vt which was not successfully terminated by the (internal cardiac defibrillator) ICD". A preliminary log analysis by the manufacturer shows low flow alarms logged in (B)(6) 2015 at 09:50:34 and 09:51:01 with the alarm limit set to 2.5 lpm. There was a vad disconnect alarm on (B)(6) 2015 at 10:03:40, a manual disconnection of the driveline with only battery 1 connected at that time. Before this alarm, there had been two controller power-up events at 10:03:20 and 10:03:31 indicating a disconnection of both power sources (with driveline connected) preceding the controller power-up events, sometime between the last low flow alarm logged (09:51:01) and the first controller power-up event (10:03:20). According to the logs for the latest 1-2 hours of data, the patient had been using the ac power at port 2 since 05:48:32, and switched to the battery on port 1 at 09:34:00. The battery used for powering up the controller again at 10:03 was another battery. A drop in power consumption had been logged starting (B)(6) 2015 to a minimum of 4.3w outside of normal power consumption.

Manufacturer narrative:
In response to additional investigational efforts it was reported that an autopsy was not performed and the pump was not explanted and the concomitant devices are not available for analysis. Additionally it was reported that no further information or investigational results are available. Implantation of the vad and all vad patients face risks including death as outlined in the instructions for use. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Manufacturer's review of the controller log files associated with the event revealed a decrease in estimated flow logged on (B)(6), 2015 around 9:20am. Two low flow alarms were logged on (B)(6), 2015. Waveform trends of this nature may be indicative of an occlusion event or change in patient state. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts and potential causes that may result in poor vad filling which includes poor vad filling, high blood pressure, hypovolemia, inflow or outflow obstruction and arrhythmias. The reported sustained ventricular arrhythmia not terminated by the ICD is an identified potential contributor to these findings as well as the reported event. With review of the available information, there is no indication of any device malfunctions with identified possible contributing patient/clinical factors. Heartware will submit a supplemental report if new information arises.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of the vad and all vad patients face risks including death as outlined in the instructions for use. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.